Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter during pretest. It was also mentioned that there was no balloon rupture or tear.